Event description:
Information was received indicating that this syringe infusion pump's motor was malfunctioning. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted 'syringe plunger not in place.' Functional testing included syringe testing and checking the reading of plunger sensor. 'Syringe plunger not in place' was found during the syringe test and the pump failed the syringe plunger sensor reading. It was found that the plunger board had damage attributed to a design issue. The plunger board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to design of the pump's plunger board.